Event description:
It was reported that the sales representative's sample handpiece was leaking in the sterilization case. This did not occur in a medical facility, it was in the representative's possession. There was no patient involvement and no reports of adverse consequences.

Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation. According to the quality engineer, there was a small amount of corrosion on one of the ports at the back of the handpiece. This is consistent with moisture entering the handpiece during sterilization. When the handpiece was received, there was no sign of moisture or corrosion inside.